Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl after one hour blood glucose was and 400 mg/dl after two hours blood glucose was 300 mg/dl. Customers current blood glucose is 332 mg/dl. Customer blood glucose was 560 at the time of incident. The customer did experienced the symptoms such as tired. Based on customer report customer does not allege pump was under delivering. Customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.